Event description:
According to the facility there is a delay in the color change of the co2 detector as it takes "4 breaths before reading co2".

Manufacturer narrative:
According to the facility there is a delay in the color change of the co2 detector as it takes "4 breaths before reading co2". Per the facility "in the heat of intubation on a critical patient when the detector didn't change in a rapid fashion it caused the thought that the tube was not in the correct place and the patient was reintubated". Per the facility placement was not confirmed by any other methods. The device has been requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.